Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred. A ¿loss of prime¿ was duplicated during investigation; additional testing could not be completed due to the ¿loss of prime¿ warning. The force sensor calibration was within specifications. The pump casing was opened revealing that a cracked force sensor pin. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.